Manufacturer narrative:
The device was not returned. The reporter could not identify the lot number for the product but indicated that it was one of two possible lot numbers (lot 20082511; 20113003). Retains from both lot numbers provided were tested for finished goods testing, including needle attachment and tensile strength testing. All samples tested passed. A cause of the event could not be established and the report could not be substantiated. If additional information is provided to riverpoint medical llc regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "the needle separated from the thread. The doctor disposed of the defective suture."